Event description:
The black footswitch cable on the generator will only work when cable is flexed. The problem was noticed during an in-service. No pt contact.

Manufacturer narrative:
Based upon the inquiry info received, visual and functional exam, it was concluded that the analysis results found the cable was returned without the footswitch. The cable was damaged at amphenol connector strain relief proximity. Complaint info is trended on a regular basis to determine if further investigation is warranted.